Event description:
Related to MFR report # 2183959-2012-01524, 2183959-2012-01525. It was reported by the plaintiff's attorney that "on or about (B)(6) 2010, plaintiff" "was implanted with an ams elevate" pelvic mesh product to treat "pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and other injuries" and "on or about (B)(6) 2012 and (B)(6) 2012, plaintiff required additional surgery due to failure of the pelvic mesh products." The plaintiff's attorney further alleges that the plaintiff "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury" resulting "in some permanent disability to her person."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.